Event description:
Procedure type: unk. According to the reporter: the customer reports that the balloon ruptured on inflation at 35 pumps. There is no report of additional medical intervention required and extra surgical time was not extended beyond 30 minutes. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.

Manufacturer narrative:
(B)(4).